Event description:
The customer reported that the left monitor went black and the live image was lost. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane. The system operates as intended.